Event description:
It was reported that the ventilator failed pressure transducer test and safety valve test during pre-use check. Moreover, the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. It was claimed that the ventilator failed pressure transducer test and safety valve test during pre-use check. Moreover, the ventilator generated a technical error code indicating an open safety valve. According to the information provided by the technician, generated technical error (te) 11 was caused by the control board and monitoring board, which were replaced to resolve the issue. Pressure transducer test and safety valve test failures were resolved by inversion of the pressure transducer board. The device passed successful pre-use check. The device was delivered to the user in working condition. Generated technical error indicates that the safety valve is detected as open without fulfilled opening conditions. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. Recommended action in case of described technical error occurrence is to check inspiratory channel or safety valve pull magnet or expiratory channel board. Review of the provided device's logs (not complete) confirms occurrence of the reported issue. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established. A correction of fields # d1 brand name, # d4 version or model # was required. D1 brand name: previous brand name: servo-s, corrected brand name: servo-s base unit, d4 version or model #: previous version or model #: servo-s, corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).